Event description:
It was reported that two months after tkr patient continues to have pain and loss of flexion in left knee. On (B)(6) 2013 patient underwent a left knee manipulation under anesthesia. Eight months after surgery, patient presented with clicking sensation and was diagnosed with chronic prosthetic left knee pain likely due to patellar clunk, aspiration of the knee was performed and a lidocaine injection was applied. Patient was scheduled for left knee scope of tkr on (B)(6) 2014 but he cancelled surgery.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Please see attached file for our results of investigation.